Manufacturer narrative:
B5: additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Customer problem was not duplicated in that the pump "nda after new seal" issue during the investigation. Downstream occlusion sensor was replaced as a preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a no disposable alarm. No adverse effects were reported.